Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The history log for the device showed the pad-pak was first installed by the user on the 5th october 2009 and performed to specification up to the 23rd june 2013. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between june 2013 and the 12th january 2015. The pad-pak became depleted during this time and was replaced. No further data was recorded until the 15th october 2015, the device passed a self-test. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. An additional fault was found where the device did not correctly display as a digital speech chip. This suggests the speech chip had become corrupt. This did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.